Event description:
A tubing set leaked at the junction of the tubing and filter while in use on a patient. The patient was receiving a continuous infusion of cyclosporine via a double lumen hickman catheter. It was reported that the tubing set was changed out but the hickman catheter would not allow flow once the tubing was replaced. The patient was seen in the bone marrow transplant clinic in 12/2002 and alteplase was required to resolve the IV catheter occlusion. There was no report of any adverse patient sequelae. Although requested, no additional information was available.